Manufacturer narrative:
Other, other text: UDI section of d4 is unknown, no product information has been provided to date. B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilation port was loose and was about to get disconnected from the product. No adverse patient effects were reported by the customer and it was reported that no further information is available.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the device was in good condition. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the loosening of the load. As a result, the patient circuit connector was tightened with a force of 4.5 nm. Functional tests and performance tests were also performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com